Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device history record review: part number: 398.40, lot number: t158347, manufacturing site: (B)(4), release to warehouse date: 18-oct-2017. A review of the device history records was performed for the finished device lot number, and no non-conformance's were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, one (1) reduction forceps with point narrow ratchet was found broken in sterile processing. It is unknown if there were patient and procedure involvement. This is report 1 of 1 for (B)(4).